Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that tubing detached from the ring part at night while sleeping but works physically during the day. The site was at the buttocks and the pump was worn at waist in relation to site. The infusion was being used for 2 days. Reportedly, the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity and it was reported that problem might be the length of the tubing, 60 cm for a tall man over 2 m. The patient was not aware of any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.